Manufacturer narrative:
Common device name: tray, catheterization, sterile urethral, with or without catheter (kit). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
End user's mother states she found "brownish spots on the finger tips of the clear plastic gloves in her cure 10fr catheter kits" that she used to catherize her son. The gloves were discarded, however she said "the school nurse did use them when she cath'd eli when she found them as well but no harm reported."